Event description:
It was reported that a patient experienced hypoglycemia after the usual meal announcement while using the ilet bionic pancreas, with blood glucose declining to 50 mg/dl and remaining under 70 mg/dl for a couple of hours; the device did not provide low or urgent low alerts, and customer support recommended and guided a factory reset, along with education and referral to follow healthcare provider guidance. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrate and juice, no need for third-party assistance, and no medical intervention or hospitalization. Investigation included customer support troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.